Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a fistula and colon resection multi-step surgical procedure on (B)(6) 2015 and mesh was implanted. The implanted mesh had developed small tears and this was discovered the next day as the patient was left open overnight due to the surgical complexity. The tears in the mesh were resolved/covered during the second procedure, and the patient was closed. There was no further patient consequence reported. Additional information has been requested.